Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band was leaking. Patient was in stable condition. Procedure outcome was successful. The event occurred intra-operative. Additional information was received on (B)(6) 2023: hemostasis was achieved with a second tr band when the tr band in place started leaking. The blood loss amount was about 5cc. 12ml's of air was injected into the tr band initially. The band leaked immediately after the initial inflation. There was no noticeable damage noted to the tr band. The patient was not injured. The device was not manipulated before use in anyway, pre-use or during storage. Prior to use the tr band is stored on a shelf in a cabinet. Device remained in box until used. Other devices were used in the access site was slender sheath 50-1060.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).